Event description:
A retrospective single-center study evaluated 482 cases of open abdominal wall hernia repair using the retromuscular sublay technique between 2009 and 2019. Of these, 161 patients received the progrip self-gripping mesh, while 321 received a comparator mesh. The study assessed postoperative inflammatory response and long-term outcomes. No fixation was used in the progrip group due to its self-adherent design. Two patients (1.2%) in the progrip group died within 30 days of surgery and causes were not specified. Acute inflammation triggered by two lightweight hernia meshes: a comparative in vitro and retrospective cohort study, martin reichert, bernadet massambo, anca-laura amati, veronika grau1, katrin richter, andreas hecker, hernia (2025), https://doi.org/10.1007/s1002 9-025-03391-y.

Manufacturer narrative:
D10 concomitant products: unknown progrip, unknown progrip mesh product (lot#: unknown) martin reichert. "Acute inflammation triggered by two lightweight hernia meshes: a comparative in vitro and retrospective cohort study". 2025, https://doi.org/10.1007/s10029-025-03391-y. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.